Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasions 25.2 to 25.3 cm and 27.2 to 27.3 cm from the distal tip consistent with friction to another implanted device or feature of the anatomy. External insulation abrasions breaching the outer insulation was noted 48.6 cm to 49.8 cm, 49.2 cm to 49.3 cm, and 57.4 to 57.6 cm from the distal tip consistent with friction to device can.

Event description:
This report is to advise of an event observed during analysis.